Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient underwent bkp to treat l1 compression fracture. Intra-op, when surgeon tried to inject cement to the right side after injected 1.5ml to the left, the cement became "rapidly" hardened after he injected 0.5ml and could not be injected anymore. He tried with other bfds prepared, but that also confirmed all remained cement was hardened. He then unpacked another cement to finish his procedure. The event extended the surgery by 16-30 minutes. The product came in contact with the patient. Patient complications were reported unknown. No problem reported for the mixer. No complication reported. It was reported that the temperature of the operation room was unknown, but sales rep suspects it was high. Preserving temperature of cement was unknown. Time when cement was taken out of refrigerator was unknown but it was prepared when the surgery started. The surgeon commented about the event that his pace of inserting cement might have been slow and late.